Manufacturer narrative:
Date sent to FDA: 09/13/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon was closing the vaginal cuff and the needle separated from the cartridge of the suturing device. There were no adverse consequences for the patient.

Manufacturer narrative:
The cartridge was received with the needle separated from the cartridge. An examination of the cartridge under magnification showed that the driver which engages the notches of the needle was bent. The bent condition prevented the driver from consistently engaging with the needle notches. The most likely cause for loss of needle passing was due to bending of the driver due to suture entanglement. Bending of a needle and bending of the needle driver are evidence of high forces applied to the needle and cartridge. The most likely cause of the needle separating from the cartridge was due to these high forces. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.